Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reported multiple occurrences of the same malfunction and cts decided to replace the pump. A replacement pump with updated software was sent, and instructions for its use along with return procedures for the faulty pump were provided and acknowledged by the customer. The customer will use mdi as a backup therapy and does not require signature for delivery.